Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the unlock/lock and enter keys did not bounce back. Analysis also noted that the device battery was low voltage and the device failed incoming testing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.